Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had urinary tract infections, and they had problems with discomfort and had felt they had injured when taking the purewick female external catheter off. The patient had been using this product for less than 90 days. It was unknown if the device contributed to the urinary tract infection, discomfort and injury at this time and medical intervention is unknown.

Event description:
It was reported that the patient had urinary tract infections and they had problems with discomfort and had felt they had injured when taking the purewick female external catheter off. The patient had been using this product for less than 90 days. It was unknown if the device contributed to the urinary tract infection, discomfort and injury at this time and medical intervention is unknown. Per follow up via phone on 07-apr-2023, it was reported that patient did seek medical attention for urinary tract infections, just finished a round of antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be completed due to no lot number provided. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had urinary tract infections and they had problems with discomfort and had felt they had injured when taking the purewick female external catheter off. The patient had been using this product for less than 90 days. It was unknown if the device contributed to the urinary tract infection, discomfort and injury at this time and medical intervention is unknown. Per follow up via phone on 07apr2023, it was reported that patient did seek medical attention for urinary tract infections, just finished a round of antibiotics.